Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter blood control feature does not work causing leakage. The following information was provided by the initial reporter: xxx, our local representative has the defective items wrappers from the first product complaint, with the exception of the newest one from late last week. I do not have a batch number for those, nor do I have a date that they were used.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. D.4. Medical device lot #: lot was reported; however, this is not a lot # 0279636, manufactured for the reported catalog #. D.4 device expiration date: unknown. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.

Manufacturer narrative:
B5 updated with additional information from the customer d4 updated with correct material/lot number that was found during investigation investigation results: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. Only an empty package was received which we were able to determine the material and lot number from. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see narrative below.

Event description:
Additional response received: - was there any patient involvement? Yes - how was the patient outcome? No harm are there any clinical signs, health consequences or impact? No harm - did the event involve an urgent/life threatening medical situation? No - did the event cause permanent impairment of a body function? No - did the event require medical or surgical intervention? No - did the event cause permanent damage of a body structure? No - any sample or photo available for investigation? This is a new question, but no photo, we saved the wrapper only. - if yes, are you able to provide the address of the facility for us to ship the return label? Xxx - athan our local rep will be picking up the wrapper to send back.